Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed to troubleshoot the issue. The rse then instructed the biomed to verify that the speaker was plugged into the sound card. The biomed confirmed that the speaker had been disconnected which caused the issue to occur. It was not determined how or why the speaker was unplugged. The rse had the customer plug the speaker back into the customers system which resolved the issue. No further investigation or action is warranted at this time.

Event description:
The customer biomedical engineer (biomed) reported a loss of alarm audio at their philips information center ix (pic ix).